Manufacturer narrative:
.

Event description:
The patient reported the stimulation is ineffective and has caused her foot to "fall asleep" (numb). The trial for pain was effective; but the implanted product has never worked well. The physician reportedly checked the leads; the leads have not migrated and the device was acceptable when checked with the clinician programmer. Additional information has been requested from the physician. Refer to MFR report# 6000153-2007-02876.